Event description:
The patient reportedly experienced sound quality issues and intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.